Manufacturer narrative:
(B)(4). Date sent: 8/12/2020. D4: batch #u9337k. Investigation summary the analysis results found that the 23nbs device was returned with no apparent damage. In addition, two plastic pieces were received inside of a plastic bag. The event could not be confirmed, as the pieces of plastic did not belong to the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not provided. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a herniorraphy, the surgeon used 2-3mm trocar and noticed what seemed to be shards of plastic in trocar. Surgeon pulled them out and saved them, and though fragments were generated, they were easily removed without additional intervention. The case was successfully completed with no patient consequences.